Event description:
It was reported that, after a tkr procedure was performed (B)(6) 2009, the patient had an accident and doctor believes he landed on the flexed knee. A revision surgery was performed to treat the adverse event; the patella implant detached from the cement while doing the soft tissue clean up around the patella, so it was replaced. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested surgical records and x-rays, the clinical root cause of the broken post cannot be concluded, however the surgeon believes it was the result of the patient's fall. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.